Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was intermittently unable to analyze. Complainant indicated that the after a few tries, the device analyzed and delivered the selected energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive troubleshooting without duplicating the reported malfunction. The high voltage module was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.